Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, bus was not communicating with drawer 2.2 and caused refilling. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that bus was not communicating with drawer 2.2. A field service engineer (fse) found that customer successfully recovered the drawer. Fse verified all cables and connections, but initial testing on hardware test application showed the issue persisted. Fse then reseated the retractor bands, roll board cables, and the t-board. After these adjustments, the customer retested the system, and the drawer functioned correctly. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, bus was not communicating with drawer 2.2 and caused refilling. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.